Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h6 codes as appropriate. H6 code (investigation findings) has been corrected to "213,"and h6 code (investigation conclusions) has been corrected to "67.".

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received through follow up (updated fields b5). Received additional information on reprocessing: the user confirms that before using any endoscope, the scope is immersed in peracetic acid for 10 minutes, rinsed and dried with compressed air. However, it unknown how disinfection was performed on the previous day. Once the scope is used between patient and patient, cleaning and subsequent manual disinfection are carried out: ¿ immerse it in water and perform a leak test. ¿ brushing with single-use brushes is carried out on the cleaning channels with detergent to remove coarser dirt, 3 times for each of the 2 channels. ¿ water with enzymatic detergent is injected using an infusion pump for 5 minutes and then rinsed with water. ¿ disinfection with peracetic acid for 10 minutes. Rinsed with sterile water and dried with compressed air. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus was not able to judge relation between the subject device and the event from the following investigation results. The root cause of the phenomenon could not be identified. The event can be prevented by following the instructions for use which state: ¿chapter 6 compatible reprocessing methods and chemical agents". "Chapter 7 cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Event description:
Received additional information on patients: the patients involved showed traces of mycobacteria by polymerase chain reaction (pcr). In neither case was tuberculosis suspected. The facility concluded that none of the patients' cultures have been positive for mycobacterium tuberculosis.

Event description:
A hospital reported two patients that had polymerase chain reaction (pcr) testing had positive traces of tuberculosis (tb). They hypothesize that the evis exera ii ultrasonic bronchofibervideoscope may be contaminated. The facility manually disinfected the device with peracetic acid. The device was not microbiological tested by the facility. (B)(6) represents patient 1 of 2. (B)(6) represents patient 2 of 2. This medwatch report is for the patient identifier (B)(6).

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. Prior to the device evaluation, the device was sent out for microbiological testing, and upon testing, prior to reprocessing as well as after reprocessing, there was no hygiene microbiological investigation (hmi) detection. The device evaluation found adhesive deterioration and separation on the thread-wound sections on the bending section cover. The buckles and coating were peeled off on the insertion tube and due to the wear of the angle wire, the bending angle in the down direction did not meet standard value. Once the investigation has been completed, a supplemental report will be submitted.